Event description:
The manufacturer received information alleging a ventilator "service required" code occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was confirmed in the ventilator's downloaded error log. The device's display board and display were replaced to address the issue. Additionally, the software was upgraded, and the blower motor calibrated which were not related to the issue.